Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the entire pump system was removed due to normal battery depletion after the patient came to the clinic for a pump refill on (B)(6) 2010 and a low battery alarm occurred. A clarification of the correct pump serial number (s/n) was also reported. The event that was previously reported, under (s/n (B)(4)) was not the pump associated with this event, therefore, the pumps s/n was changed to the accurate s/n that pertained to the old pump which was now being reported. It was indicated that no hospitalization was required and that there was no patient injury. The drugs delivered via pump were morphine (as previously reported) clonidine and bupivacaine.

Event description:
It was reported that patient experienced a complication 1 ½ years ago. It was noted that someone had set the pump at minimum rate mode. The pump was left in minimum rate due to decrease in pain symptoms. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709 lot# l74223 serial#, implanted: 2000 (B)(6), explanted: 2010 (B)(6). Product type catheter.

Manufacturer narrative:
Product ID 8709, lot# l74223, implanted: 2000-(B)(6), product typ catheter; product ID 8578, serial# (B)(4), implanted: 2010-(B)(6), product typ accessory. (B)(4).